Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.00 diopter , implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem.